Event description:
During a periodic review of the manufacturer¿s programming history database, high impedance was observed on the patient's device. The device was also found to have been disabled per the data present in the database. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.